Manufacturer narrative:
Findings: button error alarm and no button response due to corroded keypad traces. Pump received with cracked case at display window corners, minor scratched display window.(B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 150 mg/dl. The customer stated that keypad is not responding. The customer's mother does not recall any significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.